Event description:
It was reported that the patient's device was interrogated due to a recurrence of atrial fibrillation. Atrial high rate episodes resulted in an appropriate mode switch. The right atrial (ra) lead exhibited undersensing. There were plans made to adjust atrial sensitivity and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.